Event description:
Pt states he had device implanted on (B)(6) 2006 at l5-s1. In 2010, pt c/o of having pain often severe. He had an x-ray done which did not show the radiographical marker/ring which since such time he has been told it was broken dr todd norbach who performed surgery refuses to treat pt. Pain continues to increase. No one will treat him. Pt states he is secluded to his home.